Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies were consistent with situations in which estimated sg values provided by the eversense app were entered as calibrations instead of true bg values. Customer care recommended the user to re-link their sensor to clear calibration history and any potential calibration misalignment. The user was educated on correct calibration procedures and informed that improper calibration practices could negatively affect system accuracy and overall system performance. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.